Event description:
On (B)(6) 2013 it was reported to covidien that a customer had an issue with the pre-filled saline syringes. The customer reports that when nurses were opening up a box of the regular saline flush syringes (item: 8881570121), they found heparin syringes (item: 8881590121) inside the saline box. The customer reported the lot number of the heparin syringes (item: 8881590121) was 13a0084n. The customer noticed this prior to use. Based on the new info received on 08/06/2013 from the manufacturing facility, not all of the syringes were sterile. Based on this info the report is being filed as a malfunction.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.